Manufacturer narrative:
(B)(4). The customer indicated the strips were no longer available to return.

Event description:
The customer initially called on (B)(6) 2016 to request in-service training because she was concerned about glucose results between inform ii meters and the laboratory. No erroneous results were provided at this time. The field support specialist visited the customer site on (B)(6) 2016 and ran correlations between the inform ii meter with serial number (B)(4) and a siemens dimension exl 200 analyzer in the laboratory. Based on the data provided, the results for 1 patient were erroneous. The date of event could not be provided. The result from the meter was 71 mg/dl. The result from the laboratory was 95 mg/dl. The same sample tube was used for both tests and performed within 5 minutes. The result of 71 mg/dl was reported outside of the laboratory. Quality controls were run on the meter within 24 hours of the event and were acceptable. No adverse event occurred. The test strips were requested for investigation; however, the test strips are no longer available to return.

Manufacturer narrative:
The field support specialist (fss) sent a follow-up letter per request of the customer which provided details of the site visit and summation meeting which occurred (B)(6) 2016. In addition to the correlation testing covered in the manufacturer's initial report (1823260-2016-02059-00), the fss observed the staff perform bedside testing with the inform ii system. No patients were tested. The staff performed capillary testing on themselves to demonstrate testing technique. The fss noted that the staff used proper technique under the controlled conditions. The fss discussed appropriate sample types for use with the inform ii system and the potential for peripheral blood flow issues. In the follow-up letter, the fss advised the staff to revisit testing technique and to review the manufacturer's limitations and intended use detailed in product labeling.

Manufacturer narrative:
No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.